Event description:
Olympus was reported that the probe tip broke without any impact for the pt or other people. The probe was not broken inside the pt body. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 13mm from the distal end. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The ptfe pad was unevenly worn. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above and past similar cases with the same model, it is highly likely that since the device was grasping a thick and hard tissue and activated while twisting the tissue, the ptfe pad was unevenly worn and the probe and jaw came into contact with each other. "That caused the device a scratch occurred." After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.